Event description:
Additional information was received on (B)(4), 2013 when it was reported that the hospital requires a patient signed release in order to return explanted medical devices to the manufacturer and will not ask the patient at the time of surgery. Therefore, the explanted generator cannot be returned to the manufacturer for product analysis as the manufacturer does not have a patient signed release.

Event description:
Additional information was received when it was discovered that the patient underwent generator replacement on (B)(6), 2012 due to battery depletion. The lead impedance after surgery was noted to be "ok". Attempts for the return of the explanted generator for product analysis are underway but the generator has not been received by the manufacturer to date.

Event description:
It was reported on (B)(6), 2012 that the vns patient has been feeling erratic stimulation for the past month. The patient's settings were noted to be output=1.5ma/frequency=10hz/pulse width=250usec/on time=14sec/off time=0.8min/magnet output=2ma/magnet on time=60sec/magnet pulse width=250usec. A system diagnostics test and a normal mode test were both performed which showed the device to be functioning properly with output=ok/lead impedance=ok/dcdc=2/neos=no and output=ok/lead impedance=ok/dcdc=3/neos=no respectively. The patient was referred for surgery. Although surgery is likely, it has not occurred to date. A blc was performed which showed 2.82 years remaining until neos =yes. Good faith attempts for additional information from the physician were unsuccessful.